Manufacturer narrative:
(B)(4).

Event description:
Patient care specialist contacted dexcom technical support on behalf of the patient on (B)(6) 2015, to report that after speaking to the patient's family member on (B)(6) 2015 that the patient was hospitalized for an unknown reason. No additional event or patient information is available.